Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was filter detachment of the drain bag. Use was discontinued due to the air filter detaching.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. Submitting the investigation details as additional information. The reported event was inconclusive because of poor sample condition. It was unknown whether the product had caused the reported failure. Based on the attached photo, unable to confirm the condition of the affected catheter due to only photo provided for investigation. Further functional testing could not be performed if only based on the attached photo. Therefore, the reported event is inconclusive due to poor sample condition. A potential root cause for this failure could be operator error or defect from vendor/supplier. A review of the device labeling found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Correction: d,e,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was filter detachment of the drain bag. Use was discontinued due to the air filter detaching.